Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The inspiratory channel/pipe was replaced and the ventilator passed all the safety and functional tests and returned to clinical use. No logs from the connected ventilator were provided. The root cause of the not functioning inspiratory pipe could not been identified.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and safety valve tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).